Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter tip detachment occurred. The target lesion was located in the heavily calcified iliac artery. A 7x120x130mm innova¿ stent was advanced through a 6f introducer sheath over a 035 non-bsc guide wire. However, the device would not track due to the heavy calcification. The device was removed and dilatation was performed. At that time, it was realized that the tip of the device broke a little bit. The procedure was completed with a 7x150mm innova¿ stent. No patient complications were reported.